Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a5, a6.

Event description:
Healthcare professional reported a xen®45 gts "plunger of the injector was much stiffer but eventually got stent released" during implantation in left eye. Postoperatively, stent was shown in 2 pieces. On pod8, surgical revision was performed to remove the broken stent and replace xen®45 gts."

Event description:
Healthcare professional reported a xen®45 gts "plunger of the injector was much stiffer but eventually got stent released" during implantation in left eye. Postoperatively, stent was shown in 2 pieces. On pod8, surgical revision was performed to remove the broken stent and replace xen®45 gts."

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: d9, h3, h6. Device analysis: a visual evaluation of the xen gel stent was performed. Stent fragment 1 was measured to be 2.017 mm and stent fragment 2 was measured to be 1.499 mm. Based on measurements of what was received (2.017 mm + 1.499 mm = 3.516 mm), it was determined the entire stent was not returned. The probable cause for the damaged stent is unknown; however, the gel stent was deployed from the xen injector prior to sample receipt and returned without proper storage; therefore, handling cannot be ruled out. For stent fragment 1, an obstruction was not observed. Unknown brown matter and what appears to be blue ink was observed on the stent. For stent fragment 2, occlusions and an obstruction (unknown brown matter) were observed within the stent. In addition, unknown brown matter was observed on the stent. Gel stent fracture is verified since the gel stent was observed to be broken off based on the condition and measured length of the returned stent. It appeared that the full stent was not returned. Slider resistance is unable to verify since the injector belonging to this complaint was not returned.

Event description:
Healthcare professional reported a xen®45 gts "plunger of the injector was much stiffer but eventually got stent released" during implantation in left eye. Postoperatively, stent was shown in 2 pieces. On pod8, surgical revision was performed to remove the broken stent and replace xen®45 gts."